Event description:
Synthes cannulated drill bit ref # 310.67 that broke during the surgery. Broke at the proximal end, just below the shank at the neck of the drill bit. The patient was 35 years of age and the bone can tend to be hard even in cancellous bone. FDA safety report ID# (B)(4).